Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software and has been addressed in a future release. The device is subject to the merlin pcs aveir dr implant configuration action issued by abbott on 21 november 2024.

Event description:
Related manufacturer reference number: 2017865-2024-67748. It was reported the patient presented for a leadless pacemaker implant procedure. It was noted that poor implant to implant communication and loss of conductive telemetry occurred which resulted in the leadless pacemakers being unable to finalize. Telemetry was restored successfully. Further investigation found misconfiguration of the ventricular leadless pacemaker due to the telemetry break. There were no patient consequences.